Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare provider reported "hardness to the touch, implant sitting higher than normal, breast asymmetry, discomfort, and capsular contracture baker grade iii." This record is for the left side. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and white particle in the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare provider reported "hardness to the touch, implant sitting higher than normal, breast asymmetry, discomfort, and capsular contracture baker grade iii." This record is for the left side. The device has been explanted.